Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4) .

Event description:
Customer reported via phone call high blood glucose and hospitalization. Customer's blood glucose level was over 800 mg/dl. Troubleshooting for high blood glucose was performed. Customer experienced diabetic ketoacidosis, vomiting, dizziness and they blacked out. Customer advised they are detoxing off methadone and they are going through withdrawals. Customer advised they were off of the insulin pump for about 5 days prior to the hospitalization. Customer was advised a replacement battery cap will be sent out to them.